Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported that upon excretion of the pillcam sb3 capsule, patient observed that the dome was missing. The dome was not found. Physician observed the capsule and confirmed that the dome was missing. There was no medical intervention by the physician. Patient has no symptoms and is doing fine.